Event description:
Following an ankle arthroscopy procedure, it was reported the patient had sustained a second degree post-surgical burn approximately 2 cm x 5 cm in size to patient's left ankle resulting in nerve and artery damage. The patient's left foot required a nerve allograft. No further treatment is planned.

Manufacturer narrative:
The device was not retained by the hospital, therefore, the device is not available for investigation and a complete investigation could not be performed. It was reported the super turbovac wand was operated at set point 3 in the procedure which is lower than the recommended ablation set point of 7 is recommended during arthroscopy procedures indicated in the following note provided in the instructions for use. Note: the controller set point display will go to a default value. The maximum set point for each wand is limited. These ranges of set points were chosen to ensure safe and effective operation. Use the recommended set point to achieve the desired end effect. In addition, the instructions for use provided the following warning regarding the use of a lower set point: caution: using a set point lower than the default set point for wand may result in thermal injury to the physician or patient. Based on the information provided for this report, the root cause of the patient burn was determined to be due to user error.